Event description:
It was reported that during a tna tibial nail surgery the lock screw head xl25 did not fit the xl25 screwdriver. Attempts to use a different xl25 screwdriver with the same screw were unsuccessful, but a new lock screw from the same lot functioned properly with the available screwdrivers. There was no reported patient harm or consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.